Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Though a definitive root cause could not be determined, investigation believes one of the following caused this event: when the power switch was pressed, excessive stress was applied and due to the unexpected application of force the reported failure occurred. The components had deteriorated and fatigued due to long-term use, causing the reported failure. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed as the older version of the main switch was damaged. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, the power switch for the evis exera iii video system center was stuck and would not function properly. There was no patient harm or consequence reported as a result of this event.